Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387s-40, lot# va04pwk, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there were high impedances discovered following the patient complaining of weakness and spasticity in their right arm. The implantable neurostimulator (ins) was interrogated and adjusted to a new group with constant current delivery. There was concern for contribution of cervical nerve root compression on right at c4-5, c5-6 from osteoarthritis contributing weakness and spastic tone to right arm, but emg study was negative for cervical spine radiculopathy. The health care provider (hcp) suspected that the lead was placed rather shallow and low and may benefit from a revision of the lead placement. The patient is considering the revision but postponing temporarily for now since they have benefit in controlling the tremor and bradykinesia despite spasticity and weakness. The etiology was noted as possibly related to the device/therapy and possibly related to the implant procedure; the left lead was noted. The diagnostic methods included a device interrogation on (B)(6) 2018. The actions/interventions taken to resolve the event included reprogramming the patient on (B)(6) 2018; the event was considered resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The etiology was updated to possibly related to device/therapy and not related to implant procedure. The clinical diagnosis was updated to weakness. The cause of the high impedances was unknown. It was suspected the lead was placed too shallow and low, but the patient was delaying the revision so it was not confirmed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.